Event description:
Reference number (B)(4). Event occurred in austria. It was reported that the patient faced eight instances of infusion set needles comming out event on (B)(6)-2026, which resulted in bent plastic due to a loose catheter. The insertion site was the belly. The patient replaced the infusion set and resumed insulin deliveries successfully. No additional information available

Manufacturer narrative:
Initial and final (B)(4) device 3 of 8.